Event description:
It was reported that the 9800 system had poor image quality with blank images on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, high voltage cable, and the software were installed during the service call. The system was tested and found to be working as intended, and put back into service.